Manufacturer narrative:
(B)(4). The returned advanix biliary stent was analyzed, and a visual evaluation noted that that one part of the stent was detached. The detached end was flattened indicating that some tension was applied. No other pronlems with the device were noted. The reported event was confirmed. Based on the provided and collected information, this device met all manufacturing requirements and no abnormalities were reported during the manufacturing process. During the product analysis it was found that the stent presented one part detached and the detached end was observed flattened indicating the it was submitted to some tension. As per complaint information tortuous anatomy was experimented during the procedure, this could have contributed on the damages observed on the stent, as well user manipulation and/or some technique applied that submitted an extra tension to the stent that ended detaching one part. Review and analysis of all available information indicated that the root cause of the problems found is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was used during an endoscopic retrograde biliary drainage in the biliary performed on (B)(6) 2021. During the procedure, it was reported that the stent bends and bends when entering the biliary tract. The procedure was successfully completed with another advanix biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Investigation results revealed that the stent was detached/separated, therefore this event has been deemed an MDR reportable event.